Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Manufacturer narrative:
A replacement purely yours breast pump was sent to the customer on (B)(6) 2015 and a replacement purely yours pump sent to her. Customer was clearly instructed to return the non-working pump back to ameda, inc. By using the fedex return label from the box her new pump is shipped in. Customer was phoned 3 times, reaching only a voice mail message. 3 messages were left on her phone asking her to return her pump base to ameda for evaluation. As of this date, customer has not returned her breast pump for evaluation. If the product is returned, a supplemental report will be filed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report low suction and decreased milk output while using the purely yours breast pump. Customer's breast are left very full and engorged. Customer reports are left very full and engorged. Customer reports she uses this breast pump exclusively to bottle feed her baby with expressed breast milk. Customer was diagnosed with several breast infections but most recently with mastitis that was unresolved with one oral antibiotic. Customer required a different antibiotic prescription for final resolution of mastitis. She is feeling well now and infection is resolving.